Event description:
As reported, the technician set up the kit components and felt that all connections were tight during the entire procedure. The physician had just injected nitro when the pt's blood pressure crashed. The team performed CPR and stabilized the pt. The physician things air injected into the pt. There was no serious injury. The pt recovered from CPR and is doing well. The used sample has been discarded by the hospital.

Manufacturer narrative:
Although no sample is being returned by the customer, an investigation into this complaint is being performed, but is not yet completed. Upon completion, a f/u medwatch will be submitted with the results of the investigation.